Event description:
The lay user/pt contacted lifescan alleging that the product was prompting the battery indicator sign, which was unresolved with troubleshooting. There were no allegations of harm or injury.